Event description:
Atrial oversensmg and noise spikes in the atrial impedance starting (B)(6) 2021. Historically the atrial lead trended between 304 and 36lohms. But starting (B)(6) 2021 itranged between 340ohms and 475ohms. (B)(6) 2021 it ranged between 304 and55l ohms. On (B)(6) 2021 it ranged between 304 and 1197ohms. On (B)(6) 2021 it ranged between 304 and 1406ohms. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).